Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a subacromial decompression surgical procedure, after activation of the vapr s90 4.0mm w/integr hdp electrode device while inside the joint, it was observed that sparks began to fly. It was reported that another device was used to successfully complete the procedure. It was reported that there was no fragments generated, there was no surgical delay. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary the complaint device was returned to depuy synthes for physical evaluation. Visual inspection of the returned device found that the device comes in used condition. The active tip shows activation marks. The device will be sent to the manufacturer for further analysis. Manufacturing investigation results for vapr s90 4.0mm w/integr hdp -ea: the device was not received in original packaging, a bag only. Tip components condition is used, tissue debris inside the active tip. Some residue on the active tip surface. Handle assembly condition is used, no misuse. Cable and plug assembly condition is used, no misuse. Procedural residue visible in suction tube. Electrical checks: the device failed the hipot active- return parameter. Functional checks: the device failed the footswitch activation on the ablate function, sparks and output short error. Based on the evidence of the damaged section of the lower manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous s90 handswitching/one piece lps complaints. Electrodes which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. To eliminate recurrence of this failure mode, a design change is required. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained device issue. Based on the investigation findings, a potential cause is traced to device design. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. Depuy synthes will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history lot a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.